Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultramini powers off during use. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The cca was advised by the patient that the alleged issue occurred at an unspecified date and time. The patient stated that she manages her diabetes with insulin (unknown type and dose). At an unknown date and time after the reported issue began, the patient claimed to have developed symptoms of "lightheadedness, difficulties in walking and dizziness." The cca was informed by the patient that on (B)(6) 2012 at 3:00pm, she took more food/drink in response to the alleged issue and half an hour later, was taken to the ER where she was administered with IV glucose and was given a lab test and obtained a result of "40-50mg/dl." At the time of troubleshooting, the cca determined that the battery did not need to be replaced. The reported issue remains unresolved with troubleshooting. Replacement products have been sent to the patient. Although the patient did not develop symptoms suggestive of a serious injury, this complaint is being reported because the patient claimed to have received medical treatment for an acute complication of diabetes after the alleged issue began.

Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. The 510(k) # is k061118.